Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of insulin flow blocked in infusion set tubing on (B)(6) 2024. The patient changed supplies as necessary and resumed insulin therapy. No further information was available.